Manufacturer narrative:
Device evaluation details: the device was returned for evaluation. Johnson & johnson medtech conducted a visual inspection evaluation of the returned device. Visual analysis of the returned device revealed a bent-on shaft and a hole on the surface of the pebax with a reddish-brown material inside and internal parts exposed. The visual test was performed in accordance with johnson & johnson medtech procedures. A manufacturing record evaluation was performed for the finished device 31314420l number, and no internal actions related to the complaint were found during the review. The bent shaft issue reported by the customer was confirmed. The potential cause could be related with the handling but, it cannot be conclusively determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. For the damage on the pebax the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, the shaft on the catheter was bent (no exposed wires). A second device was used to complete the operation. There was no adverse event reported on patient. The catheter was pre-shaped but there was no difficulty removing or inserting the device and there were no sharp or lifted rings. The customer's reported bent issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.